Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. The reported complaint of, "steel wire exposed", was confirmed during failure analysis. The instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. The root cause of this failure is attributed to a component failure. Failure analysis investigations did not replicate nor confirm the reported complaint of, "the instrument was not recognized". The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. Additional findings not reported by the customer were also observed during failure analysis. The instrument was found to have damage of the conductor wire¿s insulation. The root cause of this failure is attributed to a component failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the fenestrated bipolar forceps (470205-17/n12200427 0097) was performed. The instrument was last used on (B)(6) 2020 on system sk3125. The alleged event occurred on the 2nd use. There is no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. No image, or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: a bipolar instrument with conductor wire insulation damage could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to patient, the reported failure mode could likely cause, or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system was unable to recognize the instrument. Upon inspection, the steel wire was found to be exposed. There was no report of fragment(s) falling inside the patient. The instrument was replaced. The procedure was completed with no reported injury. No patient demographic information could be provided. Intuitive surgical followed up with the customer and obtained the following additional information: no information pertaining to patient history or pre-existing medical conditions was provided. No relevant tests, and laboratory data specific to this incident was provided.